Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2012. The clinic notes mention that the patient's most recent seizure was typical and associated with a longer postictal period. It was noted that the initial diagnosis of the patient's seizure disorder was year(s) ago and since diagnosis the disease has been worsening. The patient's settings were output=1ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=1.8min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=500usec. The patient mentions that he wants his vns explanted and is having shortness of breath with stimulation. The patient's output current was then programmed to 0ma. Clinic notes dated (B)(6) 2012 mention that the patient is having difficulty breathing and difficulty breathing on exertion. The patient's most recent seizure was typical and associated with a longer postictal period. It was previously reported that the patient is experiencing shortness of breath in (B)(6) 2012 and was being seen by their physician for a dosing appointment. After the appointment the patient was reported to be doing great. The appointment went well and all symptoms had alleviated. The patient was set at a pulse width of 500usec and frequency of 30hz and had never been changed. The patient's settings were adjusted and the patient was doing great with no problems. The patient's voice alteration was better and he was much more comfortable. All symptoms alleviated with dosing changes. There have been no falls, etc., that were related or could have contributed to the events. The patient's mother later reported that her son's device was programmed off on the week of (B)(6) due to severe voice alteration and shortness of breath. The patient's mother stated that the magnet mode was left on when they programmed the device off in (B)(6) 2012. The mother was unsure of the exact date of the disablement. She explained that both the dyspnea and the voice alteration occurred during stimulation of the device. The mother stated that adjusting the patient's settings was already attempted in august. She explained that after this adjustment, the patient did not get much better and that she feels the symptoms got worse. She did explain however, that this may have been due to him starting school shortly after. She denied any trauma or medications changes and stated that the patient's seizures have been about the same. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient underwent vns system explant on (B)(6) 2013. It was reported that the devices were discarded by the explanting facility and will not be returned for analysis.

Event description:
It was reported that the patient continues to experience voice changes since vns explant. It was reported that the lead electrode were still implanted on the vagus nerve and that this may be contributing to the voice changes. No additional relevant information has been received to date.

Event description:
It was reported by the physician that it is unknown whether or not the remaining portions of the lead were simply aggravating or actually causing pain, and to what degree. The family has not decided whether or not to have surgery for removal. Attempts to obtain additional information have been unsuccessful to date.